Event description:
Healthcare professional reported left side rupture and complicated cyst. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst-ndr: not applicable as the event is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture and complicated cyst. Healthcare professional later reported the event of "complicated cyst" was not device-related. Device has been explanted.

Event description:
Healthcare professional reported left side rupture and "complicated cyst." Healthcare professional later reported the event of "complicated cyst" was not device-related. Device remains implanted.